Event description:
It was reported that the patient's ipg was protruding through the skin at the incision site. As a result, surgical intervention was undertaken wherein the system was explanted to resolve the issue. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.